Event description:
It was reported that the manufacturer representative attempted to recharge the implantable neurostimulator (ins) prior to implant and the received a power on reset (por) message. It was reported the manufacturer representative used the clinician programmer to communicate and a ¿37714 pre-implant 8840 ¿por(23)¿ screen¿ was displayed. It was noted the clinician programmer and recharger were both utilized in attempted recharging, however, the recharger still displayed the por 23 message. It was noted the clinician programmer was used ¿twice in row¿ and the manufacturer representative was able to proceed to the normal lead configuration screen. It was then noted the caller was able to exit and use the recharger normally.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID neu _recharger_acc, serial # unknown, product type recharger. (B)(4).